Event description:
On (B)(6) 2015 md was using a 8 fr angioseal to close the arteriotomy site the sheath to the angioseal cracked. Md asked for a second device and once again the sheath was intact but as soon as he started placing the sheath down the track it disintegrated into pieces outside of the pts body as well as inside the tract. Md then tried to use a starclose device which actually grabbed onto a piece of the sheath inside the tract . Md used hemostats to remove the visible pieces in the tract and manual pressure was held to achieve hemostasis. No negative outcome resulted to the pt. (B)(4).